Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. Based on the event description, it is likely that retraction prior to full actuation caused the bag falling off the prongs. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." This report represents the combined initial and follow-up report.

Event description:
Name of procedure being performed: laparoscopic bilateral salpingo-oophorectomy. Detailed description of event: "handle was pushed down, but the bag aid did not deploy properly-stayed closed. Device was removed from trocar-bag remained in patient. Surgeon went in after the bag to retrieve it. Handle was sticking,no smooth movement when pushed. Inzii retrieval system cd004 lot#: 1345035". Additional information was received via email on 08jul2019 from applied med acct. Mgr. The device is available for return. The surgical time was extended as a result of the event. The patient is a (B)(6), 162.5cm with no co-morbidities. There was an attempt to unroll the bag by grasping with an atraumatic grasper. The metal supports were fully exposed upon deployment. The bead/tissue bag was not found towards the middle of the supports or away from the tube. The device jammed during deployment of the actuator/plunger. The plunger/actuator was pressed forward towards the handles, then retracted,and then re-advanced. The bag was still attached by the string to the plunger. The device was removed from the patient by pulling the trocar through the incision site. There was enough room in the body cavity for the bag to open. An endopath 12mm bladeless tip disposable trocar was used with the device. Patient status: no patient injury. Surgical time was extended. Type of intervention: "surgeon went in after the bag to retrieve it."the device was removed from the patient by pulling the trocar through the incision site.